Event description:
On december 27, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 2 message. On january 7, 2010, this medical surveillance specialist contacted the pt to clarify information obtained during the initial phone call. The pt tests his blood glucose 7 to 9 times per day and manages his diabetes with novolog insulin and nph based on an insulin sliding scale per the lfs meter readings. The pt's issue began in 2009 while the pt was feeling low blood sugar symptoms and "was going down fast". The pt indicated that he kept getting the error 2 message because he could not draw enough blood from his fingers. The pt reportedly passed out at 8:30 am and did not regain consciousness until 2 pm when his neighbor came by for a visit. The pt went to the hospital because he received an eye contusion after the fall. The pt was treated at the hospital with a cold compression at 3 pm. Prior to the pt passing out, the pt reportedly obtained a blood glucose reading of "167 mg/dl" on the subject meter and took 4 units of novolog and 5.5 units of nph at 6 am. At around 7 am, the pt took an additional 12 units of novolog insulin. The pt's blood glucose reading normally averages 72 to 137 mg/dl in the morning. The pt felt that had he been able to obtain a blood glucose reading at the time of concern, he would have gone into the kitchen to take his oral glucose tablet and may have been able to revent his state of unconsciousness. During troubleshooting, the customer care advocate verified that the testing process was correct, there was no product misuse, and the error 2 issue was resolved with training. This complaint is being reported because the pt claimed he passed out after he was unable to test on the subject meter due to the error 2 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.